Manufacturer narrative:
H.6 investigation summary: bd received one used nexiva 24 ga unit and a package label from material number 383511, lot number 9260434. Through the visual/microscopic evaluation a slit/cut was observed approximately ½ inch from the clear port of the winged adapter. A water/air leak test was where air bubbles were observed coming from the area of the slit/cut. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to inspection performed by operators. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a hole was discovered in the tubing with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported there was a hole/cut in the tubing. Additional information received from customer: I went to go get labs on a patient and the tubing of the catheter where the blood usually flashes back had a hole/cut in it. I was able to get lab work off of it so I did not have to re-stick the patient yet. Also I wasn't sure if I needed to save the IV or not so I put it and the label that the IV came in inside a biohazard bag in the blood culture hold container over by the tubing system.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a hole was discovered in the tubing with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported there was a hole/cut in the tubing. Additional information received from customer: I went to go get labs on a patient and the tubing of the catheter where the blood usually flashes back had a hole/cut in it. I was able to get lab work off of it so I did not have to re-stick the patient yet. Also I wasn't sure if I needed to save the IV or not so I put it and the label that the IV came in inside a biohazard bag in the blood culture hold container over by the tubing system.